Event description:
Approximately 15 minutes after injection of the bone cement, the patient's heart rate dropped. Resuscitation measures were unsuccessful, and the patient expired.

Manufacturer narrative:
Summary of evaluation: the evaluation results suggest that the pt suffered an adverse reaction to the product. This type of adverse reaction is known and well documented in the product literature.